Manufacturer narrative:
The user facility stated that prior to the reported event, the instruments were soaked with prolystica 2x concentrate neutral detergent. Following the reported event, a steris consumable manager arrived onsite and performed in-service training on the proper use and handling of prolystica 2x concentrate neutral detergent, specifically the correct method for product dilution, rinsing of instruments after soaking, and visual inspection of instruments after rinsing. The prolystica 2x concentrate neutral detergent product label states: "fill sink or basin with warm water to the appropriate level to fully immerse surgical instruments. Dilute chemistry at 1/8 to 1/2 fl. Oz. Per gallon of warm water depending on water quality and soil load. Soak for a minimum of 1-5 minutes." "All surfaces should be thoroughly rinsed with warm water. Solutions should be discarded daily or when visibly soiled."

Event description:
The user facility reported that two patients experienced eye irritation following a procedure. The patients were prescribed steroid eye drops.